Event description:
During surgical procedure using laser at display, there is he indication of low power output. Unaware of pt involvement.

Manufacturer narrative:
Damage of the optic component such as output coupler and rod tm:yag. The laser system was not able to perform optimally.